Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings", "sensor error" or "brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2024. On 04/01/2024, around 4:00 am, it was reported that the sensor stopped working and had no readings or alerts. The patient took a bg reading which was 70 mg/dl and she was sweating and confused. The patient self-treated with 4 ounces cranberry and peach juice. Then she suddenly collapsed and lied on her bed freezing and fell asleep. The patient was alone during the event. No ambulance was called and the patient was not taken into the hospital. She woke up and was not able to perform a bg as she had no finger sticks. The patient didn¿t know how to put a sensor on as she was assisted last week to put one at the doctor's office. At the time of the report the patient was okay. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.